Event description:
It was reported an under infusion while infusing normal saline (ns). At approximately 2130 ns was programmed to infuse 125ml/hr: however, five hours later (at approximately 0240) only 150ml had infused. The pump indicated 700ml had infused. There was patient involvement but no harm. Additional information received 28apr2026: customer states: a full test was run on the unit and found no issues. Performed a visual inspection and cleaned the pump. Tested the door ajar-safety clamp sensors and the air-in-line sensors. Ran the patient and fluid side occlusion tests. The patient side had a maximum pressure of 11.39 psi. Ran the rate accuracy test which gave a value of 12.081 ml. Checked the simultaneous display, iui connectors, alarm, and keypad. Device passed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.